Event description:
It was reported that patient admitted to hospital after experiencing inappropriate shock from patient's implantable cardioverter defibrillator (ICD) due to noise oversensing. Programming changes were made. The patient was stable.